Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic abscess ("pelvic abscess") in a 31-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir [aciclovir]), omeprazole and salsalate. On an unknown date, the patient started acetaminophen w/codeine at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced endometriosis ("endometriosis"). On (B)(6) 2012, 6 years 8 months after insertion of essure (ess205), the patient experienced pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic abscess and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic abscess and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (508291) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events pelvic abscess and endometriosis added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.